Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer opened the lid of the device and voice prompts could be heard. The customer put the device back into service for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when opening the lid of the device to replace the electrodes, the device's voice prompts did not begin. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.